Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about getting weak battery. Customer reported about having high blood glucose of 321mg/dl and tried to treat that by injection shot. Customer denied to troubleshoot for high blood glucose. The insulin pump will be sent for analysis and replacement pump will be sent.